Manufacturer narrative:
The reported issue that the front case allegedly is chipped underneath the front seam where it joins the rear case could not be confirmed. The file was opened to document the issue that was reported. The alaris syringe and pca modules are typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the front case of the nineteen syringe module, allegedly chipping underneath the front seam where it joins the rear case, and therefore, will be replaced. There was no reported patient involvement.